Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer had taken the pump into the shower on the morning of the reported event.